Event description:
Customer reportedly obtained a result of 958 mg/dl on the aviva meter with no blood applied to the test strip. No action taken on device result. No adverse event reported. Result not found in the device memory. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.